Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had a flow sensor error. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board was replaced to address the issue. In addition of the above evaluation, the tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board was replaced based on failed final test, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator had a flow sensor error. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-08369. This report was submitted as a duplicate report of the previously submitted report.